Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her father was taken to the hospital by ems twice. Prior to the first hospitalization, the father had consistent issues with extremely low blood glucose levels. He was taken to the hospital with a blood glucose of 25 mg/dl where he was treated, monitored, and released. When he got home he took a nap and then had a seizure; his blood glucose was also very low and he passed out so ems took him to the ER again. His blood glucose at the time of incident was 33 mg/dl, and five minutes later it was 27 mg/dl. He was treated with a glucagon injection and an IV. His blood glucose increased to 300 mg/dl, so the doctor gave him 2 to 3 units of a manual insulin injection to bring his blood glucose down. No products were shipped or returned.